Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pawls were damaged due to improper use of the disconnect sleeve while the device was running which caused the heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device would not hold and lock the drill bit device into place. It was further reported that the device got really hot during use. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.